Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the incoming insulation resistance test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed an insulation resistance test. The test failure was caused by a damaged pulse wire within the ECG a&b cable. The root cause for the damaged pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report deficiencies.